Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during unpacking, it was noted that the gauge was set under 0 atm. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device was returned with extension tubing attached and the gauge needle reading was below 0 atm. Functional examination was carried out and the gauge needle moved clockwise when the pressure was increased; however, the pressure could not be increased past 3 atm. When pressure was released, the needle returned to the zone below 0 atm. Based on the condition of the returned device, it is possible that the complaint unit was damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during unpacking, it was noted that the gauge was set under 0 atm. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
(B)(4) gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.